Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was informed they could continue using the pump and advised to call back if the malfunction code reappeared.